Event description:
It was reported that the pump had alarm downstream occlusion in between testing. There were no patient and no harm involved.

Manufacturer narrative:
One device was received for evaluation. Customer reported problem: it was reported that the pump had alarm downstream occlusion in between testing. Reported problem confirmed with event logs history. Not duplicated. Visual and functional testing was performed. Service history review identified this device has not been in for service previously. Review of event log found no relevant information. All functional test of the device passed after repaired. The probable cause of the reported problem unknown.